Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's father reported via phone call that they received a no delivery alarm and then a motor error alarm after. Customer's blood glucose was 460 mg/dl. The father reported the issue occurred during an infusion set change. The customer stated the drive support cap appeared to be normal. Customer also stated they were able to complete the rewind sequence on their insulin pump. The father also reported a no reservoir alarm occurred during a displacement test. The father stated the insulin pump did not alarm motor error at the end of troubleshooting. The insulin pump will not be returned for analysis.